Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the lead tip was bent. The analyst noted that the spacing of the exposed defibrillator rv coil filars is within the specification of 0.050 inch.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that before implant, an unusual bend was noticed on the distal tip of the lead. At this bend, it was also noted that there was a small gap at the distal end of the rv coil. The lead was not implanted and another lead used. No patient complications were reported as a result of this event.